Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent delivery balloon burst. The target lesion was located in the tortuous left anterior descending (lad) artery descending (lad) artery and was described as calcified and 65% stenosed. The vessel had not been predilated when a taxus express2. 2.5 x 16 mm drug eluting stent was advanced and deployed at the target area. The balloon was inflated to 16 atm and after 38 seconds the stent delivery balloon burst. The device system was removed and the procedure was successfully completed with a medtronic sprinter. There were no reported pt complications.